Event description:
It was reported that balloon rupture occurred. The target lesion in a non-tortous, severe calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.